Event description:
It was reported that the patient underwent implant of an artificial urinary sphincter (aus) due to unspecified reasons. No additional information was provided. No patient complications were reported.